Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread breaks easily and the withdrawal of the thread is difficult because the thread twists.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed (B)(4) units of this batch. There are (B)(4) units in our stock. We have received one closed sample. This sample has been opened correctly and the extraction of the suture in the sample received is correct and the current one. Suture has been pulled out without difficulty and does not become tangled. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements: xi= 2.53 kgf (requirements: 2.24 kgf in average and 1.33 kgf in minimum). Remarks: "when working with silkam great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture". Final conclusion: although the results of the sample received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.